Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient described the area as itchy under the electrodes and garment. The patient reported a known allergy to certain medications. There was no alleged device malfunction contributing to the irritation. The patient reported being hospitalized, but there is no indication of medical intervention specifically for the rash. Outcome of the irritation is unknown as follow up attempts were unsuccessful.